Event description:
It was reported that the subject device had an error e315 (unsupported scope). The issue was identified during the unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noises showing on image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unsupported scope due to damage coupler. Cracked on connector and noises showing on image due to faulty charged coupled device. The most probable cause of the reported issue is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error e315 (unsupported scope). The issue was identified during the unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.